Manufacturer narrative:
H6: impact codes - removed f1001 absence of treatment.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was attempted using a 27mm watchman flx laa closure device with delivery system (wds). When the closure device was recaptured for repositioning, the patient experienced st segment elevations and an air embolism occurred. The procedure was discontinued and the patient stabilized. No further patient complications were reported.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was attempted using a 27mm watchman flx laa closure device with delivery system (wds). When the closure device was recaptured for repositioning, the patient experienced st segment elevations and an air embolism occurred. The procedure was discontinued and the patient stabilized. No further patient complications were reported.